Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patients ipg does not hold a charge due to the age of device. No device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The patients ipg was replaced with an MRI capable device. The explanted ipg will not be returned.